Event description:
It was reported that a home patient (hp) had received a system error (se) 2240 alarm (air in line), which occurred on the homechoice (hc) during dwell 2 of 5. The patient was connected at the time of the alarm. There was nothing unusual noted about the supplies. The tsr assisted the registered nurse (rn) with the troubleshooting and the rn cycled the power on the machine to clear the alarm. The rn stated that they would reset up the machine with all new supplies. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The sample was not available; therefore, no device analysis could be performed. If additional relevant information becomes available, a follow up medwatch will be submitted.